Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would restart randomly. They would be asked to rewind and prime the device. The customer reported they received pump error alarms and power error alarms. They had received a post-reset ram alarm. The alarm occurred immediately after a battery change. The pump error alarm had occurred at least 19 times. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. No pump error were noted during testing or found at the downloaded pump history. Unit alarmed pump error during selftest due to internal battery not properly plugged in to j6 / pcb1. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to internal battery not properly plugged in to j6 / pcb1. After properly connecting the internal battery connector on j6 / pcba1, pump was monitored and functioned properly. The motor was tested outside of device and passed. Unit received with minor scratches on case and minor scratches on lcd window.